Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 526 mg/dl, which was treated with manual injection. During troubleshooting, customer changed batteries and display screen returned with a battery out limit alarm. Customer was assisted in clearing alarm. Customer was advised that battery cap would be replaced as a courtesy.